Event description:
Product code: 413.018s, lot #: 8583991, quantity: 1, product code: 413.018s, lot #: 8685095, quantity: 1, product code: 413.018s, lot #: 8687372, quantity: 1, product code: 413.018s, lot #: 8188545, quantity: 1, product code: 413.018s, lot #: 8511239, quantity: 1, customer quality will conduct initial investigation. Concomitant device investigation requirements: product code: 04.112.030s, lot number: 8668586, quantity: 1, product code: unknown wire, lot number: unknown, quantity: 2. Were returned as a concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on this devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary : narrative (the surgeon could not remove screws because the screws worn) couldn't be verified from the provided pictures. Investigation site: cq zuchwil selected flow: visual. Visual inspection: the visual inspection of the returned locking screw shows no obvious damages. The screw is intact without any wear marks visible. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the visual inspection of the returned locking screw shows no obvious damages. The screw is intact without any wear marks visible. This lot was manufactured in july 2013 according to the specification. The parts conformed to dimensional and functional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause which has led to the complaint. As the screw shows no damages the reported problem cannot be confirmed. No damages were identified therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 413.020s, lot: 8511239, manufacturing site: bettlach, release to warehouse date: july 18, 2013, expiry date: july 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a removal surgery for the clavicle plate. During the removal surgery, the surgeon could not remove screws because the screws were worn. The screws were removed with a carbide drill, and fragments were generated. The surgeon removed the fragments as possible as he could. The scheduled operation time was about 1 hour. The surgery was delayed by about 3 hours. The first surgery was done on (B)(6) 2014. After the first surgery, a re-fracture occurred, and the conservative therapy was done. Extraction was done because the surgeon confirmed the bone union. Surgeon said that the reason for the difficulty of extraction was because the was stuck between the bone and screw. No further information is available. Complaint devices: 3 x 3.5mm ti locking screw self-tapping 18mm, 2 x 3.5mm ti locking screw self-tapping 20mm. Concomitant device reported: clavicle plate (part # 04.112.030s, lot # 8668586, quantity 1). This complaint involves five (5) devices. This report is for one (1) 3.5mm ti locking screw self-tapping 20mm. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.